Event description:
The following information was reported to kci by the hospital risk manager: a patient previously treated for abdominal abscesses and infected mesh graft from a ventral hernia repair at a different hospital was re-admitted five days later with sepsis and hypotension requiring intensive care unit (ICU) care, intravenous (IV) fluid boluses, antibiotics and vasopressors. On (B)(6) 2013, the patient was transferred to a subsequent hospital for a possible abscess noted on computed tomography (CT) scan. Upon arrival, an examination of the wound bed revealed a retained foreign body alleged to be v.a.c. White foam dressing. The wound was cleaned and the patient was discharged. On (B)(6) 2014, a review of the physician's notes in the patient's medical record from the second hospital stated the patient was afebrile and hemodynamically stable. The foreign material was removed at the bedside. A second CT scan did not substantiate a deep subcutaneous abscess. The patient's wound appeared to be healing with tissue granulation as expected. On day 2, the patient was stable and discharged to home in good condition.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error.